Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the screw driver was worn and would not grip the screw head tightly. The site elected to continue with another driver. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.